Manufacturer narrative:
Device evaluation is pending return of device.

Event description:
As per report filed with (B)(6), by the factory in (B)(6): during a knee arthroscopy procedure, iron came out of the distal part of a 28205aks shaver blade.

Manufacturer narrative:
The provided products show no defect, which could cause metal chips to be created -the appear brand new without any unusual use marks. The described metal chips are most likely from another device.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.